Event description:
The user reported a ventilator error during operation in volume-controlled ventilation mode. Mon/spont ventilation was working. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.